Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a white foreign material remained in the air/water channel. There was no physical damage to the location of the foreign material. Therefore, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.